Manufacturer narrative:
Based on the initial escalation analysis, the data in dms showed the sensor potentially has an led issue. An RMA was requested for further investigation. The sensor has not been returned yet, so no further investigation is possible. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to 12 february 2024. G3. Date received by manufacturer updated to 22 january 2024. H6. Type of investigation updated to 4114. H6. Investigation finding updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023,senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to an early sensor removal.